Event description:
(B)(4) study. It was reported that a myocardial infarction occurred and the patient later expired. On (B)(6) 2012, the patient presented with stable angina. Subsequently, the index procedure was performed. The 99% stenosed, 35.4 x 3.87mm, new, concentric, type c, aneurysm, diffuse lesion of more than 2cm in length, with a =< 45 degree bend and timi 2 flow target lesion was located in the ostial proximal right coronary artery (rca). The physician treated the lesion with placement of a 3.5 x 16mm promus element¿ stent at 14 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. On (B)(6) 2014, the patient had acute myocardial infarction which was treated with administration of drug, percutaneous coronary intervention (pci) or coronary artery bypass graft (CABG). Also, coronary angiography was performed. On (B)(6) 2014, the patient expired.

Event description:
It was further reported that in (B)(6) 2014, the patient also experienced congestive heart failure (chf) and was treated with medication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of event, a non-bsc stent was implanted to treat the target lesion in proximal left circumflex (lcx). In addition, coronary angiography revealed the study stent in rca was patent and no thrombosis was noted. The cause of death was congestive heart failure.